Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. D08940-inv,d06940) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced autoimmune thyroiditis ("autoimmune disorder type of disorder: hashimotos disease"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia") and migraine ("migraines / headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("lower back pain"), nausea ("nausea"), fatigue ("fatigue"), adenomyosis ("adenomyosis in uterus"), alopecia ("hair loss"), menopausal symptoms ("hormonal changes-menopause"), depression ("depression"), adnexa uteri pain ("ovarian pain"), arthralgia ("knee and elbow joints") and pain in extremity ("feet pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, vaginal haemorrhage, menorrhagia, autoimmune thyroiditis, weight increased, fatigue, adenomyosis, alopecia, menopausal symptoms, depression, adnexa uteri pain, arthralgia and pain in extremity outcome was unknown, the dysmenorrhoea had not resolved, the migraine had resolved and the nausea was resolving. The reporter considered abdominal pain, adenomyosis, adnexa uteri pain, alopecia, arthralgia, autoimmune thyroiditis, back pain, depression, dysmenorrhoea, fatigue, menopausal symptoms, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had a hysterectomy / lavh with physician on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-may-2020: quality safety evaluation ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. D08940-inv,d06940) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced autoimmune thyroiditis ("autoimmune disorder type of disorder: hashimotos disease"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia") and migraine ("migraines / headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("lower back pain"), nausea ("nausea"), fatigue ("fatigue"), adenomyosis ("adenomyosis in uterus"), alopecia ("hair loss"), menopausal symptoms ("hormonal changes-menopause"), depression ("depression"), adnexa uteri pain ("ovarian pain"), arthralgia ("knee and elbow joints") and pain in extremity ("feet pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, vaginal haemorrhage, menorrhagia, autoimmune thyroiditis, weight increased, fatigue, adenomyosis, alopecia, menopausal symptoms, depression, adnexa uteri pain, arthralgia and pain in extremity outcome was unknown, the dysmenorrhoea had not resolved, the migraine had resolved and the nausea was resolving. The reporter considered abdominal pain, adenomyosis, adnexa uteri pain, alopecia, arthralgia, autoimmune thyroiditis, back pain, depression, dysmenorrhoea, fatigue, menopausal symptoms, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had a hysterectomy / lavh with physician on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. D06940, d08940) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced autoimmune thyroiditis ("autoimmune disorder type of disorder: hashimotos disease"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia") and migraine ("migraines / headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("lower back pain"), nausea ("nausea"), fatigue ("fatigue"), adenomyosis ("adenomyosis in uterus"), alopecia ("hair loss"), menopausal symptoms ("hormonal changes-menopause"), depression ("depression"), adnexa uteri pain ("ovarian pain"), arthralgia ("knee and elbow joints") and pain in extremity ("feet pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, vaginal haemorrhage, menorrhagia, autoimmune thyroiditis, weight increased, fatigue, adenomyosis, alopecia, menopausal symptoms, depression, adnexa uteri pain, arthralgia and pain in extremity outcome was unknown, the dysmenorrhoea had not resolved, the migraine had resolved and the nausea was resolving. The reporter considered abdominal pain, adenomyosis, adnexa uteri pain, alopecia, arthralgia, autoimmune thyroiditis, back pain, depression, dysmenorrhoea, fatigue, menopausal symptoms, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had a hysterectomy / lavh with physician on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 8-apr-2020: pfs received- fu 2 and 3 processed together. Case become serious incident. Abnormal bleeding (vaginal, menorrhagia), menorrhagia, autoimmune disorder type of disorder: hashimotos disease, migraines / headaches, nausea, dysmenorrhea (cramping), weight gain,fatigue, adenomyosis in uterus, hair loss, hormonal changes-menopause, depression, pelvic pain, ovarian pain, knee and elbow joints, feet pain, lower back pain, abdominal pain, were added. Lot number was added. On 8-apr-2020: no new clinical information. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.